Event description:
It was reported that the patient underwent a ventral hernia procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced unspecified injuries following the procedure, which were ascertained on (B)(6) 2011. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat abdominal pain. It was reported that the patient had the concurrent procedures of a hernia repair and lysis of adhesions performed during mesh implantation. It was reported that on (B)(6) 2011 patient underwent lysis of adhesions, small bowel resection, removal of infected mesh, repair of ventral hernia with dual mesh, and debridement of muscle and fascia due to infected abdominal wall mesh. It was further reported that on (B)(6) 2012 patient underwent incision and drainage procedure due to infected abdominal wound. No additional information was provided. (B)(4) - adhesions.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).